Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740fa, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient started feeling more pain the day of the report so he realized he needed to charge the implantable neurostimulator (ins). A power on reset (por) condition was reported which was seen for the first time the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.